Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: opsomer, gj., et al (2018), arthroscopic double-layer lasso loop technique to repair delaminated rotator cuff tears, the journal of arthroscopic and related surgery, vol.34(11), pages 1-9 (belgium). The study emphasizes on evaluating the arthroscopic double-layer lasso loop repair technique for delaminated posterosuperior rotator cuff tears. The patients evaluated on course of this study: between january 2010 and november 2013, a total of 41 patients with a unilateral delaminated posterosuperior rotator cuff tear was included in the study. Inclusion of the study includes a minimum follow-up period of 2 years. The arm was positioned in a broad arm sling with an abduction pillow for daytime wear for 3 weeks after the surgery. The patient was encouraged to commence active range of movement of the elbow and wrist from day 1, with physiotherapy started from day 45. All patients underwent radiography and an ultrasound examination of the cuff repair at the time of last follow-up. The article describes the following procedure: an arthroscopic double-layer lasso loop technique to repair delaminated rotator cuff tears. The device involved was: healix knotless anchors (depuy mitek, raynham, ma), complications mentioned in the article: 5 patients had a partial re-tear. 1 patient had a complete re-tear. - 1 patient had a development of complex regional pain syndrome in the non-sealed cuff group.